Manufacturer narrative:
The manufacturer did receive siris outlier report for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to loosening and pain.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that according to the received siris report, three patients were revised in 2015 and 2016 due to loosening and pain.  Review of received data: no medical data is available due to unknown patient and hospital contacts. Due diligence: no further due diligence required, as contact information is unavailable. Product evaluation: the products were not returned; therefore, visual evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to missing product identification. Conclusion: it was reported that according to the received siris report, three patients were revised in 2015 and 2016 due to loosening and pain.  No contact information of the involved hospitals is known; therefore, neither patient nor medical data is available. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the lack of data, the reported events cannot be confirmed. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).